Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7087539/7087543.

Event description:
It was reported that the patient was not receiving pain relief. The patient underwent spinal cord stimulator (scs) explant procedure. All explanted device components will not be returned.